Event description:
The user facility reported that the device overheated a procedure.  There was a burn on the inside of the patient's mouth that was treated with gel. There was no clinically significant delay or any other adverse consequences reported.

Manufacturer narrative:
Device not returned.

Event description:
The user facility reported that the device overheated a procedure. There was a burn on the inside of the patient's mouth that was treated with gel. There was no clinically significant delay or any other adverse consequences reported.